Event description:
It was reported that the patient was experiencing pain and discomfort at the pocket site that had gotten worse. The patient underwent a procedure wherein the ipg was repositioned and that the patient was doing well postoperatively.